Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. The hospital reported that the sleeve disengaged and the plastic on the housing flaked off. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.